Manufacturer narrative:
The technician found the brake detent mechanism broke. The plastic housing cracked. The technician replaced the brake detent mechanism to repair the bed.

Event description:
Information received indicates the brake is faulty.